Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when suturing during an open procedure, the needle popped off the suture strand. An additional suture was needed to be opened. There was no patient injury.